Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) in the pediatric department was showing comm loss for three bedside monitors (bsm's). During the initial troubleshooting, they checked the closet and found that the switch was showing activity, but the media converter did not have an activity light on the fiber optic connection side. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: during a follow-up with the customer, it was identified that their local it had a contractor in the day of the event and the fiber cable had been switched. After the fiber cable was switched back, communication to the cns was re-established. Based on the available information, the most probable cause of the issue is user error. Furthermore, available information does not suggest that there was a malfunction of the device.

Event description:
The customer reported that the central nurse's station (cns) in the pediatric department was showing comm loss for three bedside monitors (bsm's).

Manufacturer narrative:
The customer reported that their pediatric dept. Central nurse's station (cns) is showing comm loss for three bedside monitors (bsm's). No harm or injury was reported. During the initial troubleshotting they went to the closet and found that the switch showed activity, but the media converter did not have a light on the fiber optic connection side. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their pediatric dept. Central nurse's station (cns) is showing comm loss for three bedside monitors (bsm's).